Event description:
This case was reported by a consumer and described the occurrence of zinc poisoning in a (B)(6) male pt who used triple salt dental adhesive cream (super poligrip denture adhesive cream) as a denture adhesive. A physician or other health care professional has not verified this report. The pt's past medical history included dual-chamber pacemaker cardioverter defibrillator implantation and stroke. In 1970, the pt began using super poligrip. An unk time later, the pt experienced numbness in hands, feet and toes. In (B)(6) 2012, the pt was told that he had zinc poisoning from super poligrip when the product contained zinc. This case was assessed as medically serious by gsk. Use of super poligrip was discontinued. At the time of reporting, the events were unresolved. The MFR's report number for this case is 9681138-2012-00082. Super poligrip is manufactured in (B)(4), and neither the lot number nor the product was available.

Manufacturer narrative:
(B)(4).